Event description:
During a routine shift check by a clinician, the internal handles would not allow the attached defibrillator to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corportation evaluated the device and observed proer operation during functional and performeance testing. The reported malfunction was not replicated. The internal handles were scrapped.